Event description:
Customer reported to beckman coulter, inc. (Bec) that they were seeing an upward shift with calcium quality control on the unicel dxc 600 synchron system. The customer reported that they observed a leak on the modular chemistry side coming from the ion selective electrode (ise) module. Customer reported that no erroneous results were generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the drain funnel was overflowing due to plugged line 36. The fse removed the plug per established procedures.

Manufacturer narrative:
(B)(4).